Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with heartmate 3 left ventricular assist device (lvad) on (B)(6) 2024. The patient was an intermacs 1 patient with more than 8 weeks of intensive care unit (ICU) stay since (B)(6) 2024. The lvad implant was rescheduled from (B)(6)2024 to (B)(6)2024 due to increased infection parameters. During implantation, the patient was on a heart lung machine (hlm) before the impella pump was retracted from the left ventricle (lv). After the impella pump was removed, a decision was made to replace the aortic valve due to moderate aortic insufficiency. After the aortic valve was replaced, the apical cuff was sutured at the apex, followed by coring with the coring knife while the situs was floated with carbon dioxide. The pump was finally attached to the cuff. The 4-chamber view showed a very good, oriented cannula, positioning towards the mitral valve. Weaning from the hlm was initiated very conservatively in order to protect the right ventricle (rv). The patient left the operating room with a flow of approximately 2.6lpm at 4600rpm. As the hemodynamics (rv in particular) seemed to stabilize during the night, the rotation per minute (rpm) was increased step by step to 5000rpm, resulting a flow of 3.6lpm. In the afternoon of (B)(6)2024, ICU staff tried to extubate the patient but was not successful. In order to exclude any cerebral reasons for the failure in the extubating process, a computed tomography (CT) scan was performed. The CT scan revealed fulminant cerebral events on both hemispheres. After consultation with the family, a decision was made to stop the lvad support. The system was turned off on (B)(6)2024. The cause of death was determined to be ischemic stroke in both hemispheres. The death was considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that before the implantation of the left ventricular assist device (lvad), the patient was supported by impella 5.5. It was thought that retraction of the impella device might have contributed to the adverse event. There were no specific reasons why the death would be considered lvad related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.